Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was reading a low blood glucose causing the insulin pump to go into threshold suspend. The customer¿s sensor glucose value was 45 mg/dl while their blood glucose value was 246 mg/dl. The customer had removed the sensor. The sensor¿s cannula was bent. Troubleshooting was performed for the bent cannula. The sensor will be replaced and returned for analysis.